Event description:
Surgeon reported, "pt presented to clinic after [the pt] started to regain weight and was losing feeling of safety a lot faster. Further adjustments to the band were having no effect. Contrast was then introduced into the gastric band and tubing via the port axial CT sections through the abdomen with coronal, sagittal and 3d reconstructions. Extravasation of contrast which was seen extending from the right side of the gastric band adjacent to the stomach and into the right subhepatic region consistent with leakage. The precise site of leakage was difficult to define but appears to be from the right side of the gastric band." The vg band was removed and replaced with an aps lap-band system. The explanted device will be returned.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."